Event description:
The manufacturer's representative reported, "the pt had a cerebrospinal fluid (csf) leak irritating the site; possible infection". The manufacturer's device system registry showed the pt's drug delivery system has been removed. The pt's symptoms and outcome were not provided. The drug contained in the pt's pump is unk. Add'l info has been requested, but was not available at the time of this report.

Manufacturer narrative:
.